Event description:
It was reported that non sustained right ventricular oversensing due to myopotentials was observed on the right ventricular (rv) lead. The patient presented in clinic for testing and no noise could be reproduced. No intervention was planned. The rv lead was being monitored. The patient was stable.

Event description:
Additional information was received that x- ray imaging and provocative maneuvers were performed; the oversensing was not reproduced.